Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The subject device was confirmed by olympus europa se & co. Kg (oekg), no irregularity was confirmed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg confirmed that the subject device was before counter measured by changing the operational amplifier circuit design of the electrical board. Oekg replaced the electrical board with a counter measured one. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there is the possibility that the reported phenomenon was attributed to the electrical board with old design.